Event description:
The customer called for help with her contour meter. While troubleshooting, she received a control reading of 235 mg/dl. The range was 101-139 mg/dl. New strips were sent to the customer and she is expected to return her strips for eval.